Event description:
It was reported that the device became entrapped on the guidewire. This 2.1mm jetstream xc atherectomy catheter was selected for use during an arteriography of the left lower extremity plus plaque resection plus balloon dilatation procedure. The target vessel was a long segment occlusion of the superficial femoral artery (sfa). During the procedure, the physician placed the jetstream catheter in the target vessel and began to advance and perform rotational atherectomy; however, the blades were not rotating. The catheter was removed and still did not rotate after it was removed from the patient. When started under normal saline, it could rotate normally and liquid could be refluxed after pressing the rex button. Then the device was restarted and connected with the catheter, and it was normal after priming again. When the forward button was pressed again, the blades would not rotate for performing rotational atherectomy, but it could move backward for performing rotational atherectomy normally. It was noted that the device was stuck on the guidewire. The procedure was completed with a different device, and the patient condition was stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).